Event description:
In 2002, during implant there was difficulty removing the deployment device. Angioplasty of right iliac allowed the device to be removed. Due to large aneurysm on right, graft attached at external iliac, occluding hypogastric artery. Possible type ii leak from lumbar artery noted. Three mos later, thrombosed right iliac. Physician initially passed guidewire behind graft into native vessel after meeting resistance at clot. Right open exploration performed after several attempts to pass guidewires from right and left. Physician trimmed the right graft limb, removing the portion with the attachment hooks. The thrombus was removed and a pleat in the graft was found near the origin of the limb, which was suspected as cause of thrombus. The following month, treated for right groin non-healing wound - consistent with yeast infection. Two weeks later, thrombosed right iliac again. Physicians could not canalize right limb with guidewires and catheter, so fem-fem bypass performed five days later.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Patient has had ongoing pain and difficulties in back and lower extremities since implant: 2003, reported leg pain. Emg showed injury to distal tibial and peroneal nerves possibly related to his prior ischemia on right side. No neurosurgical solution - sent to pain clinic. In 2004, cystoscopy performed per complaints of hematuria, decreased force of urinary stream and decreased sensation and difficulty with ejaculation since his aaa repair. Findings: cicatrical scarring in the urethra consistent with old stricture disease and 2 left renal stones. Treated with medication. Fifteen days later, reported chronic back pain and incisional hernia (site of by-pass). Treated with medication. Two mos later, chronic back pain syndrome w/bilateral lumbar radiculopathy and probable ischemic mononeuropathy of both lower extremities. Pt 3x/week ordered.